Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, when the fraction of inspired oxygen (fi02) level was set to 80%, the displayed value showed 71%. The device was not in use on a patient when this event occurred.